Event description:
A customer reported that the pump display was unresponsive. There was no reported adverse impact to customer's blood glucose. Technical support assisted customer with resetting the pump to resolve the issue.